Manufacturer narrative:
Product event summary: the loss of the controller ac adapter ability to provide power to the controller port to which it is connected to is a known issue and a root cause investigation was conducted under an internal investigation. The most likely root cause is due to an inrush current causing a fuse to open. Once the fuse is open the ac adapter stops providing power to the controller, resulting in the controller utilizing power from the second power source. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the controller ac adapter would not charge and no lights on the controller showed charging when it was plugged in. The controller ac adapter was replaced. No patient complications have been reported as a result of this event.